Event description:
It was reported that the device overheated during a case at the user facility. The patient obtained a lip burn and ointment was applied to the burn. The procedure was completed successfully without a surgical delay.

Event description:
It was reported that the device overheated during a case at the user facility. The patient obtained a lip burn and ointment was applied to the burn. The procedure was completed successfully without a surgical delay.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : product was discarded